Event description:
A customer contacted beckman coulter regarding two (2) "bad" troponin (accu tnl) results that were generated by the access 2 instrument. The actual accu tnl results were not provided by the customer. No additional info regarding this event was provided by the customer. There have been no reports of death or pt injury attributed to or connected with this event.